Event description:
A user facility technician reported a system 1000 hemodialysis device removed less than the intended amount of ultrafiltration (uf) during a patient treatment. The uf goal was 2.7 kg but the actual removal was 1.3 kg. During treatment there were no alarms or indications of a problem with the treatment. The patient was asymptomatic. The patient did not require further dialysis treatment that day and there was no patient injury or medical intervention. The "under uf" situation was discovered when the patient was weighed and was 1.4 kg heavier than expected. Treatment parameters consisted of a 400 ml/minute blood flow rate, 600ml/minute dialysis flow rate, and a 3.5 hour treatment time.